Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell, creases and missing shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify broken is found with the following conditions: sharp edge on posterior with nick assessed as surgical impact opening, more than three striated patterns along the same edge due to surgical damage. Also observed more than three openings striated and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken is found with the following conditions: sharp edge on posterior with nick assessed as surgical impact opening, more than three striated patterns along the same edge due to surgical damage. More than three openings striated assessed as surgical damage. Missing shell assessed as inconclusive.